Event description:
Customer reported that the insulin pump would not accept a new battery and that the numbers continued to scroll without input during a bolus. The blood glucose reading was 210 mg/dl. She reported that the keypad became unresponsive. Nothing further was reported.

Manufacturer narrative:
Insulin pump powered up properly after battery installation. Insulin pump received with operating currents within specification. No unexpected failed battery test alarms noted. Insulin pump received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. Insulin pump received with cracked case at display window corners and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.